Event description:
Customer reports a circumferential redness accompanied by occasional burning and itching to peristomal skin, located under wafer's mass. Product has been in use for approximately ten (10) years.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End-user allkare adhesive remover and dial soap to wash and cleanse peristomal skin. In addition, end-user performs wafer changes as often as 2 times per day up to two (2) days over the past six (6) weeks. Lastly, uses convatec's eakin cohesive sealant to his peristomal skin. Further reports indicate that end-user applies allkare protective wipes to the reddened area. End-user was instructed on crusting techniques by using stomahesive power and protective barrier wipes or water. Also instructed to contact convatec with any concerns, questions, additional instructions and if condition persists or becomes worse. The use of stomahesive skin barrier with convex insert was recommended for use. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.